Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The biopsied lesion was 9 mm size and located in the right upper lobe. The procedure was completed and a post- procedure chest x-ray identified a very large pneumothorax. As a result, the patient had a chest tube inserted and removed 5 days later. The patient then had surgery for the biopsy identified lung cancer (adenocarcinoma). The physician reported that it was difficult to determine the exact cause of the pneumothorax, but that it could have been a result of the biopsy procedure. The physician was unsure if the pneumothorax would have occurred with another biopsy modality. The patient was discharged from the hospital post lung surgery 2 weeks after the ion procedure. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.